Manufacturer narrative:
Additional information: section d9 - 9. Date returned to manufacturer, device returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The cls, lead, and anchor were returned to saluda for analysis. Functional testing could not be performed on the returned anchor because all three eyelets were cut. Suture loop debris were present on some of the eyelets, suggesting that the observed damage likely occurred during the revision procedure. X-rays demonstrating lead migration were not provided for review. A severed wire was observed to be protruding from the returned lead body. Since all impedances were in range before the revision, it is likely that the lead damage was a result of the revision procedure. A metal discoloration mark was observed on the cls during visual inspection. The cls passed functional testing. The cause of the observed discoloration remains unknown. The manufacturing records for the cls were reviewed and the product met all requirements for release. The root cause of the lead migration and pocket pain could not be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include lead migration from the location chosen at initial implantation, resulting in stimulation changes. Persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result."

Manufacturer narrative:
Implanted cls information: product description: evoke closed loop stimulator (cls). Model # :100667. Catalog#: 1002. Serial/lot #: (B)(6). Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief and pain at the evoke closed loop stimulator (cls) implant site. An x-ray confirmed lead migration. A revision procedure was completed.